Manufacturer narrative:
Background: r-net control system owner's manual, page 32 states: "1. Avoid knocking your control system, especially the joystick." Discussion: in reviewing the complaint, the dealer initially requested information on warranty for the wheelchair's motors. The dealer stated the wheelchair drove erratically and caused an injury to the end user. The dealer stated the wheelchair hit a table that fell over, and a piece of glass cut the end user's left foot during the incident. A separate individual from nsm seating called in to report grinding of the motors, but there is no indication that issue contributed to the incident. The end user was able to provide clarifying information on the incident. The end user stated she forgot to turn off the wheelchair and when she went to stand up, her arm accidently bumped the joystick. She stated that when her arm hit the joystick, the wheelchair drove forward and caused the end user to run into the table. The end user stated that the cut on her left foot required stitches. The dealer initially stated that no further medical attention was needed but during a follow up conversation with the end user, she stated that she has someone from home health come to look at her foot. The end user stated that she had some swelling and pain from the affected area. The end user did not give further details on the frequency of home health visits or any other ongoing treatment. Conclusion: in conclusion, due to the allegation of a serious injury that required medical intervention (laceration on the left foot that required stitches), this MDR is being filed.

Event description:
Initially, the dealer stated the wheelchair drove erratically and caused an injury to the end user. The dealer stated the wheelchair hit a table, and it fell over during the incident. As a result, a piece of glass from the table cut the end user's left foot. In a follow up call, the end user detailed she forgot to turn off the wheelchair, and when she went to stand up, her arm accidently bumped the joystick. She stated that when her arm hit the joystick, the wheelchair drove forward and caused the end user to run into the table. The end user stated that the cut on her left foot required stitches; she had some swelling and pain from the affected area as well. The end user stated that she had someone from home health to come and look at her foot.